Event description:
It was reported the pt was experiencing problems with his charger connecting to his ipg. It was noted, the pt was 10 days postoperative and he still had swelling from his surgery. Follow-up info identified the pt's physician noted the ipg site was improving and he removed a small amount of fluid from the lead site on (B)(6) 2013. (Reference MFR. Report 1627487-2013-4781 and 1627487-2013-4782). The following morning, the pt contacted a sjm representative and stated he was in more pain than ever and he had turned off his stimulation. The physician recommended opening the ipg incision site to clean it out. Additional follow-up identified the issue is just at the ipg site.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.